Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a drop in pace impedance and sensing measurements. The lead was oversensing intrinsic atrial activity on this right ventricular (rv) lead. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. Insulation damage was suspected but unable to be confirmed via x-ray, fluoroscopy or visual inspection. The device remains in service. There were no adverse patient effects reported.